Event description:
Medtronic received information via literature regarding redo transcatheter aortic valve implantation (tavi). All data were collected from two centers conducting invitro benchtop studies. Multiple manufacturer¿s devices were utilized in the benchtop study, 25 of which were medtronic evolut r bioprosthetic valves. No unique device identifier numbers were provided. The evolut r valves were set up as ¿decompensated¿ valves to test valve-in-valve implant with a non-medtronic transcatheter valve. Performance issues with the evolut r valves were both paravalvular and intravalvular regurgitation, and transvalvular gradients of 12.4 mmhg. The authors also noted evolut r had a negative influence on the non-medtronic valve-in-valve implant causing stent frame constraints and ¿pinwheeling¿ (twisting of the leaflet free edges resulting from excessive leaflet redundancy). No additional product performance issues were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.